Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was not returned to olympus for evaluation and therefore customer's allegation was not confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): do not use the device if you are doubtful of its normality. Also stop using the device if you detect any irregularity while using the device. Continuing to use the device may result in serious harm. Stop using the devices immediately and observe the following when irregularity such as an endoscopic image disappears or focus adjustment becomes impossible occurred. If not, it may result in serious harm. Turn off the video system center and turn it on again immediately, then find out whether an endoscopic image recovers or not. If an endoscopic image recovers, while observing the endoscopic image, withdraw the endoscope from the patient and stop using the devices. If an endoscopic image does not recover, detach the camera head from the endoscope and look into the eyepiece of the endoscope directly and withdraw the endoscope. If using various kinds of endotherapy accessories, before withdrawing the endoscope, withdraw the endotherapy accessory first in a way considered to be the safest. The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the camera head displayed a communication error. There was no patient harm associated with the event.

Event description:
The customer reported to olympus that the camera head displayed a communication error. There was no patient harm associated with the event.

Manufacturer narrative:
Correction is being made to MDR 3002808148-2024-30247-01 previously submitted. G3 - date received by manufacturer, which was not late. The correct date was 01/24/2024.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head displayed a communication error. There was no patient harm associated with the event.